Event description:
I am a pt that had this done. I told the dr. Beforehand and I have allergies to metals, now I am having a metal reaction to the metal. The dr is going to wait 6 more weeks and remove the metal, it was five weeks when he told me this, now I have to pay hosp bill all over again for 175 copay and his deductibles. Do I have any recourse on this that maybe he should have some of the responsibility for this, and it is bright red and antibiotics aren't working so I understand something has to be done.

Manufacturer narrative:
Report was received from www.betterfusions.com, a tornier website. Pt was contacted via email several times for additional info. No response has been received. This is the initial report submitted regarding this surgical event and medical device.